Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was post-paced t-wave over-sensing on the ventricular lead. The patient did not receive therapy during the over-sensing. No intervention was performed at the time.

Event description:
New information noted that programming changes were made to resolve over-sensing of the implantable cardioverter defibrillator. Patient was in stable condition.